Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use IFU states to use echocardiographic imaging to verify valve function, satisfactory coaptation and insertion of both leaflets. If the grasp cannot be confirmed as satisfactory, raise the grippers, invert the clips arms and retract the clip into the left atrium to repeat grasping steps. The reported patient effect of worsening mr, as listed in the IFU, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to user error and likely due to the difficulties with visualization, resulting in issues confirming satisfactory leaflet insertion. The reported patient effect of unchanged mr appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (60808u145) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda)(70224u166). It was reported that the initial mitraclip procedure was performed on (B)(6)2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (60808u145) was implanted, reducing the mr to 1. On (B)(6)2017, a follow up echocardiogram was performed, and it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4. On (B)(6)2017, a second procedure was performed for treatment. One clip was implanted. The slda clip was stabilized and the mr was reduced to 3. The second clip (70224u166) was advanced and the leaflets were grasped; however, the mr would increase to 4 while grasping. The decision was made to deploy the clip with the mr of 4. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It was noted that imaging was difficult during the procedure due to shadowing of the implanted clips. The patient was treated with trans aortic valve replacement, and confirmed to be stable post procedure. No additional information was provided.